Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found and replaced tubing (ff151) on pinch valve (pv43) that had popped off. This resolved the issue. (B)(4).

Event description:
The customer reported that less than 2 milliliters of diluent leaked from the hmx autoloader analyzer and onto the countertop. There was no biohazard exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event.